Event description:
This is report 3 of 3 for the same event. It was reported that during a lumbar surgical procedure the attachment device "did not seat properly". The reporter stated that after trying an additional two spare devices, another identical spare device was used to complete the planned surgical procedure. A delay of ten minutes was reported. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).